Event description:
It was reported that the wire could not be removed from the lead during lead placement. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress,visual summary analysis of the lead indicated damage at implant. Test stylet passed through lead with no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.